Manufacturer narrative:
An event of the device deforming cobra during the implant procedure was reported. The investigation at abbott found that there were no visible anomalies noted, including no device deformation. The device was loaded into a test 10f loader, as recommended per the instructions for manufacturing procedure, deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that the 12f non-abbott delivery sheath was used which may have contributed to the reported event but cannot be confirmed. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 29 july 2024, a 24mm amplatzer post-infarct muscular vsd occluder was chosen for implant using a 12f non-abbott sheath. During deployment, it was noted that the device had a cobra deformation and the physician retrieved the device back. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The procedure was aborted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of the device deforming cobra during the implant procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that the 12f delivery sheath was used which may have contributed to the reported event but cannot be confirmed. And that there was no anatomical interference or angulation or kink in the delivery system. The cause of the reported event could not be conclusively determined.